Event description:
It was reported that during a monitor transmission, it was noted that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and high rate non-sustained tachycardia episodes. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. The analyst noted the rv lead integrity alert warning was triggered for increased short interval counts (sic) and two or more high rate non-sustained episodes. The sic count went up to 44 in 4 days averaging around 12 per day. There was evidence of oversensing during high rate non-sustained episodes.